Event description:
It was reported by svc report that the right siderail could not latch up and the toprail was broken at the end exposing sharp edges. No pt involvement or adverse consequences reported.